Event description:
The customer called and reported that she was hospitalized with diabetic ketoacidosis and high blood glucose of 600 mg/dl. Two to three days prior to the hospitalization, customer received no delivery alarms on her insulin pump. The customer had a back-up plan of syringes, but did not take them when she went to a friend's house, and then ended up in the hospital. At the time of this report, customer's blood glucose was 153 mg/dl, and she had lost the insulin pump. At the hospital, customer was on an intravenous drip. It was advised that an insulin pump would be issued for continuation of therapy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. The insulin pump was tested after cleaning up the keypad traces and had operating currents within specification, and passed the self test, reset error test, rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump alarmed during the excessive no delivery test due to a faulty force sensor resistor. The occlusion test could not be performed due to this anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.